Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defects were caused due to faulty converter unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the spare lamp indicator on the front panel is blinking and the main lamp is not getting ignited. The emergency spare lamp is working. Both issues are due to a faulty converter unit. Furthermore, the following additional issues was identified during inspection: corrosion found on rear panel and rear foots on this rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the main lamp of the visera elite xenon light source does not ignite. The issue was found during preparation for use for a diagnostic, laryngoscopy procedure. The procedure was completed with non-olympus equipment. There were no reports of patient harm.